Event description:
Pk cutting forceps kept giving an error to regrasp tissue even though a sufficient amount of tissue was in the forceps. Surgeon said this has happened before with this type of forcep. This equipment uses a foot pedal rather than hand pedal. Equipment removed and exchanged for a different product.======================manufacturer response for pks cutting forceps, pk cutting forceps (per site reporter).======================none as of this date 6/18/2013.what was the original intended procedure?patient with family history of ovarian cancer and colon cancer. Laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy.device #1is this a laboratory device or laboratory test?no.